Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a burning sensation at the implantable neurostimulator (ins) device pocket location, accompanied with redness. The patient also had headache. The burning sensation would go away when stimulation was turned off. The burning sensation was getting progressively worse since it started 2 days prior to the notified date. There was no loss of stimulation or pain relief. No trauma or falls reported. Impedance measurements were all within normal limits. Reprogramming was performed all over the lead and the burning sensation was still present. It was noted that the healthcare provider (hcp) ordered a CT scan for the patient to get the root cause but the patient denied it and just wanted the device replaced. The hcp believed that the fluid was built up around the device in the pocket, which might be causing the issue. This was the doctor¿s guess as a CT scan was not performed to confirm this. There was no replacement date decided yet. The patient was alive with no injury at that time. He was stable but had the device turned off and was waiting to get the replacement. A week later, the patient had the ins explanted and was replaced with a boston scientific ins. The patient no longer experienced burning while using the new ins. The doctor wanted the explanted ins to be analyzed. There was no patient death but the patient¿s status was unable to be obtained. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the event was a temperature-burning and not a pain-burning. The reporter at first suspected an infection and ran tests that ruled it out. At explant, the device itself was warm/hot to touch, but returned to room temperature a few minutes after being disconnected. It was noted that the lead was left in place and used directly with the replacement boston scientific implantable neurostimulator, with good results.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (B)(4) found no anomaly.

Event description:
Additional information received reported that the device was explanted on (B)(6) 2014.